Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material was discharged from the auxiliary water channel¿, was not confirmed. Therefore, it could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that reprocessing steps were implemented in line with the instructions for use (IFU. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization proc olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the bending angle in up direction did not meet the standard value and the play of upward/downward knob was out of the standard value due to wear of angle wire, scope connector cover had a scratch, forceps elevator level had a scratch, forceps elevator knob had a scratch, upward/downward and right/left knob had a scratch, switch box had a scratch, forceps channel port was shaved, suction cover had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, and the control unit had a scratch, electrical connector had discoloration due to water leakage, adhesive on bending section cover had a chip, suction connector had a scratch, and the plastic distal end cover had a scratch. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with water and the auxiliary water channel was flushed with the detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope experienced reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign body discharged from the secondary feed channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.